Manufacturer narrative:
MFR received date: 13 nov 2019. Failure analysis on the returned touch screen shows that the reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The product support issue a credit to the customer. The product support issue credit to the customer to address the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The product support reported that during servicing on the unit. The service technician found that the touch screen does not respond properly. The customer reported that the unit was not in use on patient.